Event description:
Pt reported that the meter/lab comparison results were 140 mg/dl (ss) versus 197 mg/dl (lab), respectively (29% difference). Tests were done "within seconds" of each other. No symptoms were reported. The meter was replaced. Pt plans to perform followup meter/lab comparison (with the replacement meter) in 3 months. There was no allegation of harm.